Manufacturer narrative:
Concomitant medical product: cup hip generic catalog no# unknown ; lot no# unknown. Therapy date : (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side. Later patient experienced pain and underwent revision surgery.

Manufacturer narrative:
Additional information has been received. New concomitant product: medical product: item# 00801803603, item name: femoral head sterile product do not resterilize 12/14 taper, lot#: 63152940, therapy date : (B)(6) 2018. As soon as supplemental information or investigation results becomes available an updated report will be submitted. (B)(4).

Manufacturer narrative:
Investigation results were made available. DHR-review: ref: 0100551307; lot:2809107. Yield: 70. Delivered: 70. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision surgery due to pain event description: according to the per the fitmore hip stem and the versys head were revised after 1 year and 11 months in vivo due to pain. Review of received documents product experience report (per) in the event information section of the per the following is stated: "patient presented with femoral pain. Cup was fine. Stem was difficult to remove so hard to determine how loose it was". Apart from this and the information listed on the first page of this report, the per does not contain additional information that would affect the results of the investigation. Devices analysis: visual examination: the fitmore hip stem shows revision damage in the form of scratches, nicks and instrument marks on its neck, shoulder and proximal half of the anchoring region. Parts of the porolock coating are broken off along the stem¿s shoulder edge. Most probably this damage derived from an instrument during the revision surgery. The anchoring region of the stem shows some areas with bone attachments. Distally, on the medial side of the stem slight polishing can be observed. The stem taper is damaged from the revision surgery but otherwise inconspicuous. The articulation surface of the versys head presents numerous fine and coarse scratches as well as some small spots/lines. The coarse scratches most likely derive from revision surgery and/or transport to zimmer biomet. The small spots/lines can probably be attributed to the use of an electrosurgical instrument during surgery. The head taper is inconspicuous. Conclusion: according to the per the fitmore hip stem and the versys head were revised after 1 year and 11 months in vivo due to pain. The per states that the stem was difficult to remove and that it was hard to determine how loose it was. As there is no clinical information at hand (e.g. Patient¿s medical history, x-rays, surgical reports of implantation and revision) further background of this case remains unknown. The received stem shows areas with bone attachments on the anchoring region. This and the considerable revision damage observed on the stem could indicate that the stem was probably fixed at the time of revision. Slight polishing could be also observed on the medial side of the stem which could possibly point to some movements between the part and the bone. If these movements occurred immediately after implantation or started to developed at a later time point stays unknown. As the x-ray follow-up is not at hand, the bone situation around the fitmore stem and the possible changes over time in vivo cannot be evaluated. Based on the investigation of the retrievals and the received information no further conclusions can be drawn. The reason for the pain that reportedly led to the revision surgery stays unknown. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side. Later patient experienced pain and underwent revision surgery.